Event description:
Bilateral silicone breast implants placed 1983 after undergoing prophylactic bilateral mastectomy for fibrocystic breast disease and strong family history of breast cancer. Recently started having pain right breast then lateral chest bilaterally with possible rupture of bilateral implants.